Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument had a broken jaw. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a broken grip at the grip base. A piece approximately 15.20 mm x 4.85 mm was found to be broken off. The broken piece was returned with the instrument. Components adjacent to this broken grip do not show damage. Instrument found no additional damage or abnormalities. The complaint regarding a broken jaw on the instrument was confirmed by failure analysis. The probable root cause of a broken grip tip is attributed to use conditions.

Event description:
Refer to h11 for follow-up information.